Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated an oxygen device failed and oxygen not available error codes. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 07nov2018. Philip's service engineer (se) inspected the device. The se replaced the gas delivery system (gds) and all tests passed.

Manufacturer narrative:
Date of report: 28dec2018. Date received by manufacturer: 23dec2018. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to contamination and foreign debris to the oxygen valve solenoid.